Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module was not working properly. It was getting power but there were no mute functions, self-testing or showing any sign of charging. None of the buttons or lights were working. The unit was able to function and power module and communication was working. This was the first time the unit has ever been used. They were taking off-line and needed a backup due to pending patient care. Additional information was provided by the site, explaining that the malfunction described was discovered during or staff training during a mock implant on (B)(6) 2026. The site reported it as a mobile power unit (mpu) issue, stating that the mpu was new out of the box and had not previously been used on a patient.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the power module, serial number (B)(6), not working properly was unable to be confirmed as no product was returned. Provided information stated the power module was getting power but there was no mute function, self-test showing, or any sign of charging. None of the buttons or lights were working. The unit was able to function and communication was working. The root cause of the reported event could not be conclusively determined through this analysis. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The heartmate 3 lvas instructions for use section 8, ¿equipment storage and care¿, instructs users on how to properly store and care for the power module. The heartmate 3 lvas instructions for use section f, ¿safety checklists¿, instructs users to regularly inspect their equipment for damage or wear and to replace any components that appear damaged or worn, including the power module. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.